Event description:
It was reported the biomed was given an external pulse generator with a self test error. The device was working as expected. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.